Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 260 mg/dl. Customer stated that the alarm occurred during a bolus. Customer performed a fixed prime and the insulin did not exit. Customer slowly pushed the insulin through and the insulin exited the tubing. Pump was working as designed. It was explained that alarm was caused by a set/reservoir occlusion. Customer will return the set for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.